Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "rupture." The following event is not related to the device, ¿small oval node¿. Device has been explanted.

Event description:
Patient reported left side "rupture". The following event is not related to the device, ¿small oval node¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "rupture".

Event description:
Patient reported left side "rupture." Device remains implanted.